Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related non-conformance's could not be performed. The device was reported to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the physician was unable to detach the web device in the aneurysm with three separate controller devices. During the attempt to remove the device, the web got stuck in the microcatheter and detached inside of the microcatheter. The patient is reported to be doing well, and a second procedure was re-scheduled for another date (reportedly (B)(6) 2023 because there was no other size web available at the time, causing a delay in treatment.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the implant detached from the delivery system, the proximal connector kinked at the brown lead wire joint, and the heater coil windings stretched. The device failed continuity and resistance testing, which is consistent with the damage to the proximal connector and heater coil windings. However, the heater coil pet and implant tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the proximal connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
Please see section h10 for investigation results.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
Additional information received that a second procedure was re-scheduled and performed on (B)(6) 2023, and a new web device was successfully implanted without incident.